Event description:
It was reported that the patient had hypoglycemia on (B)(6) 2025. The patient's blood glucose levels declined to 1 mmol/l (18 mg/dl) while wearing the pod for an unspecified amount of time. The controller was not alarming with sound and was only given vibrations on high and low blood glucose levels. The patient lost consciousness and the patient's daughter called an ambulance. The patient was treated by the paramedics with glucagon drip and glucagon injections. The paramedics stayed for approximately an hour then left the patient with family. The pod was still worn during the time of the reported event.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported paramedic assistance and hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.